Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: impact codes.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed to health care professional (hcp) the 70 percent atrial fibrillation (af) burden. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed to health care professional (hcp) the 70 percent atrial fibrillation (af) burden. This lead remains in service. No adverse patient effects were reported.